Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter was reported as hard to remove, broke, and part of the catheter was left inside the patient's body. The patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). The customer reported the catheter was difficult to remove. The customer returned one snaplock adapter, one 3cc luer-lock syringe, and one epidural catheter. The components were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no defects or anomalies observed. Visual examination of the returned epidural catheter revealed that the catheter appears typical but used. Adhesive residue was present on the catheter body exterior. Visual examination of the returned catheter also revealed extrusion and coils on the distal end are stretched. Microscopic examination indicated the distal end was intact. No pieces from the catheter appear to be missing. The returned catheter length was measured using ring gauges (c05172). The smallest ring gauge that the catheter would thread through was 0.043 in which is within specification. The marker bands from the 8cm marker band to the distal tip are not present due to the extrusion being stretched. Other remarks: specifications per graphic (B)(4) rev. 8 were reviewed as a part of this complaint investigation. The IFU for this kit, (B)(4); rev. 1, was reviewed as a part of this complaint investigation. The IFU for this product contains catheter removal instructions and instructs the user to "reposition patient to open the vertebral interspaces and reattempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the returned catheter was received intact. Dimensional inspection of the catheter indicated that the catheter is stretched, approximately 2cm or greater. The IFU for this product warns the user "reposition patient to open the vertebral interspaces and reattempt removal if resistance is encountered or if catheter stretches excessively during removal." The IFU also provides alternate catheter removal techniques if further resistance is encountered. No evidence to suggest a manufacturing related cause was identified based upon the information provided or the sample received. The reported complaint of the epidural catheter being difficult to remove from the patient was confirmed based upon the sample received. Dimensional inspection of the returned catheter indicated that the catheter is stretched at least 2cm. No other defects or anomalies were observed. No lot # was provided by the customer. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The IFU for this product warns the user, "reposition patient to open the vertebral interspaces and reattempt removal if resistance is encountered or if catheter stretches excessively during removal." Therefore, based upon the observed catheter stretching and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: the catheter was reported as hard to remove, broke, and part of the catheter was left inside the patient's body. The patient's condition was reported as stable.